Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was confirmed following a review by a clinical consultant. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review by a clinical consultant indicated: this case relates to an infectious complication approximately 1-year post a previous revision procedure for an unknown failed device. There is very limited clinical information although the description of persistent purulent discharge from the wound is a more than adequate proof for diagnosis of a deep wound infection. The most important factors contributing to infection are thus patient and/or surgeon related. Device-related factors play no role in infectious failure scenario¿s. As such is this pi case caused by an adverse mix of procedure-related and possible but unknown patient-related factors, the previous revision surgery certainly has increased infection risk. There are no device-related factors evident in this case and this pi case is not device-related. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: a medical review was performed and concluded: "infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case other than previous revision surgery." Additional information, including x-rays, pathology reports, progress notes and return of the device are needed to further investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon performed a 1st stage exchange due to infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. The following devices were also listed in this report: 22.2mm + 3mm v40 head; cat# 6260-4-222; lot# 42338705, modular dual mobility insert; cat# 626-00-38d; lot# 55369204, 19mm mod rev hip body/bolt stdcomponent level 9006-1-019; cat# 6276-1-019; lot# 57891002, mod con dist stem 17 x 155 mm; cat# 6276-7-017; lot# caxv500. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that surgeon performed a 1st stage exchange due to infection.